Event description:
It was reported that when the alarm is on tone only and pressure is off the pad, the alarm has no alarm tone. The alarm works fine when it is set on voice only and voice and tone. There was no pt incident or injury reported.

Manufacturer narrative:
Eval, results: eval of the returned product revealed that the unit powered up, but the nurse call light turns off intermittently at the nurse call fixture, if the cable is wiggled. There was no visible damage to the nurse call receptacle. The unit was tested with a known working cable and test fixture. (B)(4).